Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 56mm ruptured abdominal aortic aneurysm. The stent graft limb etlw1620c93e was implanted on the right side. Post-operative CT had shown what appeared to be a type ii endoleak from bilateral lumbar arteries. It was reported that while the patients initially stabilised and back pain was improving, the patient¿s pain began to worsen the day after the index procedure. The patient was brought to the or where the retroperitoneum was exposed. The right internal iliac artery was ligated, and the stent graft limb etlw1610c156e was implanted to extend to the right external iliac artery through a right femoral cutdown. It was reported that the patient had a dilated distal right common iliac, but seal was achieved during the procedure. Thrombin was also injected in the aneurysm sac bilaterally to promote thrombosis of the lumbar arteries and the procedure was then completed. As per the physician, the cause of the event was the dilated distal right common iliac and bilateral lumbar arteries. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Additional information: it was confirmed there was no type ib endoleak observed in the right stent graft limb. The extension to external iliac was performed due to disease state and to exclude the disease in the right common iliac. If information is provided in the future, a supplemental report will be issued.